Event description:
It was reported that the bd insyte¿ IV catheter experienced the needle through the catheter. The following information was provided by the initial reporter: recent report from experienced nurses of difficulties in fitting insyte catheters after venous return with patient complaints of pain, probable extravasation, catheter punctured by needle mandrel. Nurses feel that the needle's mandrel is much softer than usual, it is more easily bent. No leaks, the concern arises from time to time during fitting, sometimes even when there was good venous capital. No exposure to the blood, no contact with blood, it is during the manipulation, failure of the assembly, pain for the patient.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte¿ IV catheter experienced the needle through the catheter. The following information was provided by the initial reporter: recent report from experienced nurses of difficulties in fitting insyte catheters after venous return with patient complaints of pain, probable extravasation, catheter punctured by needle mandrel. Nurses feel that the needle's mandrel is much softer than usual, it is more easily bent. No leaks, the concern arises from time to time during fitting, sometimes even when there was good venous capital. No exposure to the blood, no contact with blood, it is during the manipulation, failure of the assembly, pain for the patient.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.